Manufacturer narrative:
A ge service representative performed an on site investigation. The steering tension was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system's handle for steering was stiff when moving.